Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic bowel resection, the surgical technician was trying to pull the suture from the package on the sterile field when the needles consistently popped off. The suture was never removed. They then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. Visual inspection noted that a retainer was received containing five suture. Two of the needles were engaged to the sutures and anchored to the foam of the retainer. It was observed that the retainer was melted and smashed. Functionally, the sutures could not be removed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.